Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box confirmed the time/date reset to default setting after a power on reset. The alleged time/date reset to default setting issue was duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a history/settings (time and date reset) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.